Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the sensor. Testing concluded that the sensor wire with sn (B)(4) is missing from the sensor pod and housing puck. The complaint of 076 detached/missing sensor wire was confirmed. The root cause could not be determined post investigation